Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00163. This report is being submitted as additional information . Approximate age of device ¿ 1 day. Patient codes corrected. After additional information and investigation there was no patient effect. Manufacturer's investigation conclusion: the reported elevations in pump power/estimated flow and low flow alarm were confirmed via the submitted system controller log files. A specific cause for the change in pump parameters cannot be conclusively determined. The hm ii lvas IFU notes that pump flow is estimated from the pump power. This document has information that covers all visual/audio alarms and what action(s) should be performed when they occur. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that post-extubation, the patient experienced multiple coughing events and several log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative showed an increase in power and a trajectory that may be linked to the presence of thrombus. Log file submitted on (B)(4) 2017 showed the powers and flows have returned to baseline. Additional information was requested, but was not provided. Additional information was reported indicating the patient never showed any indication of thrombus. The patient's low flow events resolved with volume.